Event description:
One device reported as having an alleged false positive result. The complainant performed a lucira test and received a positive result. The complainant retested with two additional lucira tests with negative results.

Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a111104224m2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer, nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of november 10, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. Kit lot# k08a111104224m2 DHR review reference: sample vial lot DHR review: 2203442, 2203506, 2203278, 2203277, 2203467, 2203361 (associated internal lot # 220305-1p, 220305-4d, 220305-1b, 220124-7v, 220305-1q, 220305-1f) test lot dhrs review: 2203381, 2203527, 2203132, 2203144, 2203133, 2203381, 2203503, 2203528, 2203525, 2203504, 2203444, 2203281, 2203525, 2203526, 2203444, 2203143, 2203527, 2203502, 2203526, 2203448, 2203448, 2203382, 2203525 (associated internal lot # 220305-18d, 220305-3i, 220305-6h, 220305-6v, 220305-6k, 220305-18f, 220305-24m, 220305-3k, 220305-24u, 220305-24o, 220305-21b, 220305-12w, 220305-24s, 220305-24w, 220305-21a, 220305-6s, 220305-3h, 220305-24j, 220305-24v, 220305-21i, 220305-21j, 220305-18i, 220305-24t). Based on the limited information available, root cause cannot be determined. With any potential false positive result, there are several potential root causes: -low viral load in patient sample that is below the lod of the lucira and reference test. At viral loads close to lod a test detects a positive >95% of the time. When the viral load is below lod, the follow-up test cannot pick up positive reliably and can generate the impression of a false positive result. Low viral loads can also result in sampling variability between samples. -environmental contamination from other positives being tested in that environment or due to improper collection or handling of the specimen. -device malfunction - please note our devices are extensively inspected and tested through a robust lot release process and this scenario is highly unlikely a supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under (B)(4).